Event description:
Baxter svc center in japan reports leak in cassette of homechoice set during user for automated peritoneal dialysis therapy. Leak was identified by svc ctr when moisture was noted in pneumatic area of returned homechoice device. No pt injury was reported at time of device return.